Event description:
This is 1 of 14 spontaneous cases reported by the same infection control nurse. An infection control nurse reported that during craniotomy angioplasty surgeries, they use gelfoam as a hemostatic agent. They leave the device in the brain and then close the brain. The nurse reports that from retrospective analysis of cases, they noticed 14 cases of infection with propionibacterium acnes following their procedure. This is 1 of 2 cases that occurred in 2001. The action taken in reponse to the events as well as the clinical outcome of the pt was not provided. The nurse reported that in feb 2004, they took a new package of gelfoam sponge, took a sample and analyzed it. Their analysis revealed that if contained the same microorganism: propionibacterium acnes. They took this sample as well as all 5 cases from 2004 and sent them to a laboratory. They performed a pfge (electrophorese) on those sampled and: the new package contained strain a1, the samples from 3 patients contained strain a1 (reported as 2005030921; 2005030923; 2005030924); the sample from 1 pt contained strain b1 (reported as 2005030928); the sample from 1 pt contained strain d1 (2005030929). Follow-up (march 2005): this is a follow up to the first of 14 serious spontaneous cases reported by the same infection control nurse. This nurse further reported to a pfizer manufacturing colleague that the time of infection from the date of surgery varied from 32 months in earlier cases to 11 days in the last case in 2004. On average, in the prolonged cases it was 20 months. When they first noticed a problem, they were looking at all the surgeries and then concluded they were only seeing in the type of surgery reported. She stated that in feb 2003 they didn't have the big picture. She also stated (when asked why in feb 2004, they didn't report it to pfizer) that it was an oversight on the part of the hospital. Other information that was discussed included that the lab at the hopsital was looking for this "bug" and they were not finding it in any other surgeries. They still use the gelfoam in other procedures. After the hospital laboratory identified the strains, they sent the product out for independent testing by a national lab that does specific culturing. Efforts are currently underway to obtain additional information for each individual pt. Follow-up (march 2005): this is case # 1 out of 14 serious spontaneous cases reported by an infection control nurse. This nurse clarified the gelfoam to be size 12 - 7 mm with a lot number of 52jtf and an expiry date of april 2006. Efforts continue to obtain additional information.